Event description:
In treating the superficial femoral artery (off label use) with a contralateral approach the thumbwheel of the device was unlocked and the stent started to deploy, however, the thumbwheel stopped turning. The stent had deployed approximately one-third of the way out of the sheath. The stent was pulled back into the sheath and fully deployed inside the sheath. There was no patient injury or effect.